Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant product: d284drg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that a lead integrity alert had alarmed secondary to a spike in the right ventricular (rv) lead¿s superior vena cava (svc) coil impedance. Lead fracture was confirmed. It was noted that the elevated impedance was able to be reproduced at the clinic. The lead was explanted and replaced. No patient complications have been reported as a result of this event.